Event description:
It was reported that during a da vinci assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a frayed cable. The procedure was completed with no reported injury. No fragment(s) fell into patient's anatomy. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.